Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: in this case no product sample was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jan-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 446 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported that essure had moved and 10-12 coils were protruding from the fallopian tube. An operative hysteroscopy was performed and the coils were cut. This event, interpreted as device dislocation, is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected, as the report was received via the local regulatory authority.

Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in (B)(6) on 02-nov-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2002. Consumer was experiencing constant severe vaginal pain (including when sitting down and during sexual intercourse), headaches treated by neurologists with chronic migraine treatment, poly and hypermenorrhoea, which has resulted in a continuous alarming iron deficiency with the consequent considerable physical exhaustion. In (B)(6) 2015, her gynaecologist was concerned about the bleeding and performed an abdominal ultrasound, noticing a foreign body in the uterus which was compatible with essure. In (B)(6), she was admitted for an operative hysteroscopy and it was seen that the left essure had moved and 10-12 coils were protruding from the fallopian tube. These coils were then cut. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and it was reported that essure had moved and 10-12 coils were protruding from the fallopian tube. An operative hysteroscopy was performed and the coils were cut. This event, interpreted as device dislocation, is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.